Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils, a non-penumbra microcatheter, and a non-penumbra embolization agent (embospheres). During the procedure, the physician encountered resistance while advancing the ruby coil through the microcatheter. When the ruby coil was partially advanced out of the microcatheter, the microcatheter was kicked back and the ruby coil did not advance into the vessel. Therefore, the ruby coil was removed and embospheres were used to complete the procedure. The patient continued to experience bleeding and was brought back the next day for additional embolization using another ruby coil. There was no report of an adverse effect to the patient.